Event description:
Patient was treated with heartlight system on (B)(6) 2019. Patient had a left common pulmonary vein (lcpv). Esophageal temperature rises were experienced when ablating along the posterior wall of the lcpv. Numerous locations along the posterior wall were ablated where temperature rises were observed. Ablation was discontinued when observed esophagus temperature exceeded 38.5° c, resulting in short energy deliveries. The lcpv was not isolated. The heartlight catheter was removed and the posterior wall of the same vein was treated with 2-3 full freezes using cryocath. On (B)(6) 2019 the patient reported fever and neurological symptoms. Atrio-esophageal fistula was confirmed, which led to patient death.